Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat the left circumflex that was 95% stenosed. Pre-dilatation was done with a 1.2x12mm semi compliant balloon at 12 and 14 atmospheres (atm). The 3.5x12mm xience prime stent was deployed at 10atm. Post dilatation was done with a 3.5x8mm non-complaint balloon at 14atm. A dissection was then observed on the distal edge of the stent. The dissection was covered using a new 3.0x38mm xience prime. There was no adverse patient sequela reported. No additional information was provided.